Manufacturer narrative:
(B)(4). The product is not available for investigation, therefore a manufacturer laboratory investigation is not possible. A review for similar complaints was performed, no similar investigated incident was found. Based on this a confirmation of the failure is not possible. This failure was determined to be the first of it's kind and is being handled trough a designated maquet cardiopulmonary trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination of applicable investigation. Due to this no further action will be completed at this time. Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
The hls set would not provide pressure or arterial temperature readings. They attempted to move the disposable to another unit to determine if it was the hardware or disposable. When moved to another unit there were still no readings so it was determined to be a functionality issue with the disposable. They decided to trade out the disposable and the new one worked properly. No reported patient injury or death. The customer did not keep the disposable as it was tainted with hep c blood. (B)(4).